Event description:
It was reported that the lead exhibited reproducible noise. The noise was first noted in 2005. The lead was replaced during an implantable cardioverter defibrillator (ICD) replacement.

Manufacturer narrative:
No medwatch form was received.